Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain and effusion. Update: 8/2/2012 - litigation papers received. In addition to pain, litigation alleges a pseudotumor. There is no new additional information that would affect the investigation. Update: 4/24/2013 - pfs and medical records received. There is no new additional information that would affect the existing MDR decision. Update ad 07 may 2018: wpc (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and sticker sheets record. Ppf has no new allegation. Added lawyer, facility name, revision hospital and expiration date on ip.